Event description:
It was reported that during a knee procedure with microraptor knotless anchor, the proximal part separated from the fanned-out distal part after the knob had been turned. The loose piece was removed from the joint and the sutures were still secured properly by the distal part. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: h6: health effect - clinical code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Based on a review of the information provided in the customer complaint form, the loose piece of the proximal part of the microraptor knotless anchor was removed from the joint by the surgeon and reportedly the surgeon was happy that his sutures were still secured properly by the distal part. According to the report, the two undated, unlabeled photos images were provided that show the parts where they separated indicated by the blue arrow was reviewed and supports the complaint. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Therefore, the causal relationship between the s&n device and the reported issue cannot be confirmed. It is unknown if the instructions for use for the microraptor 10601402 d, was adhered to. The instructions for use warns: ¿slowly disengage the suture anchor from the inserter by pulling straight back or back tapping the distal end of the handle with a mallet. Do not wiggle the handle to disengage the anchor¿. Per the report, the surgeon was able to complete the procedure with a non-significant surgical delay using a back-up device. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the limited information provided. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.